Event description:
She was hospitalized for dka. Troubleshooting was done and found that all programming was correct. Pump passed the prime test. Customer did not have the tubing clamp for the high pressure test, however, she did not feel the need to run the test because she has heard the pump alarm for no delivery when the set is occluded.